Manufacturer narrative:
(B)(4). Additional information regarding the event and device usage has been requested by teleflex. No response received to date. The device involved was not returned to the manufacturer for evaluation. However, 315 samples, from the same family of devices, were taken from the current production. The samples were visually inspected and issue reported "tube is kinking" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the device sample is not available to perform a proper investigation and determine the root cause. Root cause is unknown. Corrective actions cannot be established at his time. Other remarks: if the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor feedback from customer for complaints of this nature.

Event description:
Customer complaint alleges the et tube is kinking.